Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end at the conductor wire groove on the grip tips. No material missing and no thermal damage was observed. Electrical continuity was tested and failed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaw was unable to open after 2/3 trials. The jaw was opened after the wrist moved to 90-degree angle. It was noted that the cautery function was unable to work. The procedure was completed with no reported injury.